Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and "cloudy bag." The cause of the peritonitis was not reported. The same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. Pd therapy was ongoing. At the time of this report the patient remained hospitalized and the patient was not recovered from this peritonitis event. No additional information is available.